Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion black; guide catheter: hyperion jr40 7f; stent: nobori 3.5x14mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion in the proximal right coronary artery with heavy tortuosity, heavy calcification and 99% stenosis. The vessel diameter was 4.0 mm and the lesion length was 20 mm. A 3.5x14 mm non-abbott stent was implanted via direct stenting. A 3.75x15 mm nc trek rx dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. Reportedly, the dilatation catheter was soaked in saline and prepped outside of the patient's anatomy. The 3.75x15 mm nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance. A 4.0x15 mm non-abbott dilatation catheter was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.